Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to be unavailable. (B)(4).

Event description:
An optician reported that ten knives were noted to be dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information was confirmed to be unavailable.

Manufacturer narrative:
(B)(4) opened knife samples were received by manufacturing with foam tip protectors inside of blister packages for the report of being dull. The tips of the returned blades were sticking out of the foam when received. The returned samples were visually inspected and were found to be conforming. Penetration testing was then performed. One sample was found conforming and nine samples were found to be nonconforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are (B)(4) additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed however, possible root causes related to the manufacturing process of the knives have been identified. The exact root cause for the nonconforming functional tests is unknown. An investigation has been initiated to investigate the possible manufacturing related root cause and number of related complaints for this issue. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).